Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the piston did not want to move. The device was not changed out. The surgical procedure was completed successfully, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The field svc rep (fsr) was able to duplicate the complaint on site. A dark substance was found around the piston. The piston force measurement measured 47.5 lbs, lower limits is 50 lbs. It is possible that this could have contributed to the complaint, but does not indicate why the unit would not occlude at all. Could not duplicate customer complaint that the unit would not occlude when the unit was investigated on site. The fse did not indicated that there were any workmanship issues, and no workmanship issues were noted in the dir. The root cause for the reported issues is unk. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.